Event description:
The consumer called to report receiving 2nd degree burns to her ankles while using the heating pad. She was using the pad while sleeping which is contrary to proper use instructions. The consumer did not seek medical attention for the injury.